Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates ? What is the patient's current status?

Event description:
It was reported that the patient underwent a recurrent vaginal prolapse repair procedure in 2002 and the mesh was implanted for rectocele. The patient developed a likely vaginal erosion, fusion of the vaginal canal and aparunia. The patient underwent and examination under anesthetic /eua with a colorectal surgeon and a complete excision of the mesh is likely needed. The mesh is still in the patient. Additional information has been requested.